Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the oversensing on vsense and a sense egm channels was not observed during analysis. The device sensing and detection performances was normal on the bench with resistive loads and in saline at 37 degree celsius. The device tested normal during ate tests and it met all of the test specifications. The cause of the over sensing observed in the field was not determined. (B)(4).

Event description:
It was reported that oversensing on both atrial and ventricular channels was reported. The leads are not sjm products. A problem with the header is suspected. The ICD was explanted.